Event description:
Trapezoid basket metal tip had fallen out in the process of retrieving the stone in the bile duct and stayed in the pt. It eventually passed out. Dates of use: 2009. Diagnosis or reason for use: ercp. Event abated after stopped or dose reduced? Yes. Event reappeared after reintroduction? No.